Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. It was reported that when the surgeon implanted the cage, it would not expand properly. The surgeon removed the cage and used a new one and was able to complete the procedure. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visual and optical examination identified significant plastic deformation and tearing of the inner slide component of the implant. Overtightening of the distraction rod is specifically noted as a warning within the surgical technique. The above observations are consistent with overtightening of the distraction rod during intraoperative.